Event description:
Distributor returned 3 defected/damaged zimmer osteon burs, short, round, as being defective and requested replacement burs. Replacement burs wsere shipped. Inspection of the burs returned revealed broken hubs. It is possible burs were damaged during shipment.